Manufacturer narrative:
(B)(4). Per the ccp, there were no fault indicator lights illuminated on the cooler heater unit and the water in the unit was not cloudy or discolored. Per the field service representative (fsr), the cooler heater was left on over the weekend and did not build an ice block. After troubleshooting with manufacturer technical support, they decided that the compressor was malfunctioning. The customer is going to have the compressor serviced by a third party refrigeration company to try and recharge the freon in the compressor unit. The fsr did not service this unit and it is not ready for clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not make ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.